Manufacturer narrative:
The technician changed the hydraulic power unit with foot pump to resolve the issue. This MDR is a result of CAPA activity for the retrospective review of complaints.

Event description:
Information received indicates the bed would not keep trendelenburg position.